Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The motor device was evaluated and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device would not rotate. It was determined that the vanes were broken preventing the device from rotating. It was determined that the cause of this condition was due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the motor device was overheating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.